Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 8 (cat8) confirmed distal tip damage and that the markerband was detached. Based on the reported event, the cat8 was within a stent when the stent collapsed. If the cat8 is manipulated within a collapsed stent, the distal tip may become damaged. The distal tip damage likely caused the markerband to detach from the catheter during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), a non-penumbra sheath, and a guidewire. It was reported that a stent was previously placed in the sfa, and that thrombotic occlusion was observed along the entire length of the stent. During the procedure, the physician advanced the cat8 and sep8 into the in-stent occlusion and initiated aspiration. While aspirating, the physician noticed that the stent collapsed. It was reported that the distal end of the cat8 became trapped within the stent struts and became deformed. Therefore, the cat8 was removed and upon removal, the physician noticed that the distal end of the cat8 was damaged. Under fluoroscopy, the physician observed that the markerband of the cat8 was in the sfa, distal to the stent. The physician used biopsy forceps via the endovascular approach to successfully remove the detached markerband from the sfa. The procedure was completed using a new cat8, a new sep8, and the same sheath. It should be noted that there was no noted damage to the first sep8. There was no report of an adverse effect to the patient.